Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. The distributor performed a checkout of the equipment and confirmed the reported complaint. The ventilator monitoring board was recommended for replacement to resolve the issue.

Event description:
The hospital reported an error that results in the loss of mechanical ventilation. There was no report of patient involvement.